Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the registration of the acetabulum a few red points were obtained byt mss and surgeon determined to proceed. When reaming into the acetabulum it showed the inclination and version was off by some degrees. The surgeon decided to not re-register the first points. He decided to manually ream and remove the osteophytes anteriorly and proceed with the robot with no issues. Surgeon experienced issues while impacting and when looking at x-ray the shell in the acetabulum was off by a few degrees and more version than usual. He decided to use manual instruments to fix the shell in the acetabulum. The outcome of the surgery was successful.

Manufacturer narrative:
Reported event: an event regarding a failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 198 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed registration. There were only five events related to failed registration ((B)(4)). Conclusion: the session data for this case was reviewed. The case experienced a bias in the registration due to the location of the anterior acetabulum point. The system correctly flagged this event and the users decided to proceed with the information. The result lead to a change of the final cup position to the magnitude reported by the user (slightly off in version). The checkpoint analysis ruled out array shift during the procedure as well. To close, the system performed as expected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the registration of the acetabulum a few red points were obtained byt mss and surgeon determined to proceed. When reaming into the acetabulum it showed the inclination and version was off by some degrees. The surgeon decided to not re-register the first points. He decided to manually ream and remove the ostephytes anteriorly and proceed with the robot with no issues. Surgeon experienced issues while impacting and when looking at x-ray the shell in the acetabulum was off by a few degrees and more version than usual. He decided to use manual instruments to fix the shell in the acetabulum. The outcome of the surgery was successful.